Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, using the waa during the incident, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve, device migration, and inadvertently puncturing tissue or bone during the implant procedure have been ruled out as potential causes. However, the clinical representative confirmed the patient has no pre-existing conditions, the site was irrigated with antibiotic solution before closure, and the skin was prepped with antiseptic solution during the implant procedure. The infection was caused post operatively between the amputation and the patients follow up. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient contracting an infection after an unrelated amputation procedure. The provided information does not evidence that the curonix device contributed to the issue and the infection is unrelated to the curonix device (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient had their toes amputated in a procedure unrelated to the curonix device. Following the amputation, the patient reported an infection (not near the leads) which led to lymphadenitis, causing major swelling and pain in their calf. The patient was hospitalized, given IV antibiotics, and the device was explanted on (B)(6) 2023. The patient is doing fine with no signs of infection.